Event description:
Complainant alleged that the clinicians were attempting to begin defibrillation on a 79 yr old male pt who had coded. When the clinicians pulled the paddles from the paddle wells the device discharged at 100 joules, without having been charged. The clinicians then attempted to charge the device to 360 joules, but the device would only charge to 100 joules. The clinicians then obtained another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.